Manufacturer narrative:
(B)(6). (B)(4). A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending were reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for excimer laser system showed that there were no issues or non-conformities. Manufacturing has been ruled out as a potential cause for the reported issue. No conclusive evidence identified for reported issue. The system was working within factory specifications. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with hyperopia prk overcorrections on both eyes (ou). The date of treatment was (B)(6) 2020 and the date of discovery was (B)(6) 2020. On the day of initial treatment, the treating surgeon corrected the sphere power to +4.00d on both eyes and at the 15 days post op exam, the patient was over corrected by -6d spherical in od and -9d spherical with +6 d cylinder in os. The event was described as daily activities significantly affected. On (B)(6) 2021, the surgeon is suspecting post lasik ectasia and the patient is not recovered.